Event description:
High blood sugar [blood glucose increased]. Case description: a consumer with diabetes mellitus since 1973, who used a novopen 3, reported that they experiemced high blood sugar readings, which consumer thought was due to the pen. The consumer stated that the ring which should push/release the insulin when injected had come off. Consumer found this misleading, as they continued doing their injections using the product in question in the normal manner for 36 hours. Consumer checked their blood glucose level readings prior to injections and found them extremely high. Consumer surprised at the readings as they had not eaten anything out of the ordinary. On checking the product in question they noticed the faulty ring. The pt has recoverd. The case has been evaluated as serious due to medical significance by the pt's general practioner. Comment: the case has been re-classified from non-serious to serious due to f/u info rec'd on 7/11/02 (medically significant).